Event description:
Boston scientific crm received information that this left ventricular (lv) lead will be explanted in the near future. The associated crt-d eroded, which caused the patient to develop an infection in the device pocket area. There were no other adverse patient effects reported.

Manufacturer narrative:
This lv lead remains in service for the time being, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.